Event description:
I used fixodent for about 10 years. I have numbness and tingling in my arms and legs. My condition is permanent. My writing is shaky. I am anemia, the taste of water is bad, I have back trouble, standing for any length of time. I get sick to my stomach and throw up. I get loose stools, bad taste, feels real bad, sometimes it don't work a lot of taste bad feeling. Can't eat very well cause the cream gets loose or the taste is too bad. Dose or amount: denture cream, frequency: 3x day, route: oral. Dates of use: (B)(6) 2000 - (B)(6) 2010. Diagnosis or reason for use: denture cream adhesive. Event abated after use stopped or dose reduced: yes.

Manufacturer narrative:
The event occurred in (B)(6). Customer did not provide product information for the compact plus system. Compact test strips have been discarded.

Event description:
Customer reportedly received results of 244 mg/dl and 109 mg/dl on the aviva combo system, and 106 mg/dl on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.